Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was 174 mg/dl. The alarm was resolved by the customer with a set change. Troubleshooting was unable to be performed due to the customer having already changed the set. Customer did not want to return the reservoir or set for analysis. Advised to call back when the alarm occurs so troubleshooting was performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).